Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse technician reported problems with the touchscreen and bubbles in the infusion line during a vitrectomy procedure. The procedure was completed with the same equipment and accessories, with no delay. There was no harm to the patient.